Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, this patient underwent an endovascular procedure using a gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2017, follow-up CT (computed tomography) revealed a type ib endoleak. The patient underwent an endovascular intervention. An additional gore excluder component was implanted distal of right leg. The type ib endoleak was resolved. The patient tolerated the procedure.